Event description:
The pt was reportedly experiencing loss of sound and loss of lock. Testing of the device revealed out of range impedances. External equipment was exchanged; however, this did not resolve the issue. The pt's device was explanted.